Manufacturer narrative:
A review of the device history record for the manufacturing lot involved revealed no deviations in established manufacturing procedures or from release requirements that would relate to the user's report. The returned device was evaluated in the firm's engineering department. The luer connector, attached to microbore tubing, that was identified by the reporter as the site of the leak was examined microscopically. A spiral fracture was seen. Also observed was a frosted appearance in both pictures that is likely to have occurred from long term contact with dmso. A chip of the connector was missing, likely having fallen off as the syringe was removed; caused simply by plastic that was weakened from the long term exposure to dmso in the time between the event and receipt in the firm's facilities. Neither the frosted appearance, nor the missing chip, is germane to the proximate cause of the event, which is the fracture. Fractures with this appearance are consistent with excessive tightening of the syringe onto the luer, which generates very high forces perpendicular to the syringe port. This kind of crack does not appear in the parts as they are assembled into the sets, and there is no manufacturing equipment used which could enter the lumen of the luer connector during manufacturing. Summary the proximate cause of the leakage event is a crack produced in the luer connector. The root cause appears to be over tightening of the syringe/luer connection. A simple twist is all that is required to engage the syringe fully, although the connection force required to create the proper fit and seal may be overestimated by the user. The root cause is categorized as use error. This event appears to be an isolated incident. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during the processing of cord blood using the device that there was an approximately 1-2 ml loss of dmso from a leaking port at the female luer assembly of the 200 ml transfer bag¿ to which the syringe had been attached for the addition of cryopreservative (dmso). Prior centrifugation conditions were 800rpm 10mins 10dc.